Event description:
It was reported that via merlin.net transmission it was noted multiple -ams- automatic mode switches, atrial refractory events consistent intervals following ventricular paced events, due to programming issue. The patient would be brought into clinic to test for retrograde conduction. No patient symptoms were reported.